Manufacturer narrative:
The customer¿s report of fluid leaking from where a texium-bonded secondary set was connected to a primary set smartsite was not confirmed. Visual inspection of the sets did not reveal any discernible signs of damage or abnormalities, nor visible evidence of a leak having occurred. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: 1000ml (B)(4), lot number j7d73, exp (B)(6) 2019, 0.9% nacl; 500ml (B)(4), lot number j7j052, exp (B)(6), carboplatin, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a leak was discovered at the end of a secondary infusion (carboplatin 184 mg/500 ml sodium chloride 0.9%), at the secondary set and texium connection. The rate was 1036.8 ml/hr for a total volume of 518.4 ml. The primary infusion was sodium chloride 0.9% (1000 ml) to infuse at 150 ml/hr. There was no patient or user harm due to the event. Although the sets and bags were sequestered after the event, the pump was not saved for investigation.